Event description:
Hill-rom received a report from a hill-rom tech stating the right foot brakes were not holding. The bed was located in a hill-rom svc ctr. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found there was a brake caster installed in the right foot location instead of a brake/steer caster, this was an installation error. The tech installed a brake/steer caster to resolve the issue. Based on this info, no further action is required.